Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer was hospitalized for high blood glucose levels. The customer stated she was dehydrated at the time of hospitalization. The customer also stated she checked the programming and it was correct. Nothing further was reported.